Event description:
Pt underwent surgical procedure with forced air pt warmer in place. Equipment alarmed during procedure - equipment turned off and removed. Following the procedure, several red areas noted on pt's right leg. Examination revealed 1st degree burn.